Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right atrial lead exhibited loss of sensing and loss of capture. Ventricular oversensing was also observed. Upon x-ray testing, the physician alleged micro-dislodgement. The lead was not free floating. The physician elected not to perform a revision due to the patient's age. The device was reprogrammed. The patient was in stable condition during interrogation.